Event description:
Procedure: colectomy. According to the reporter: it was an open case. The device only dispensed half of the staple line. The surgeon manually sutured the remaining area to finish the case. Bowel leak was noted in the course of resolving the issue. It took more than 30 minutes to complete the case and the issue was fully resolved. Some blood loss was reported.